Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the rotor for the imaging system was replaced without resolution. The representative then returned to the site and replaced the controller for the rotor with resolution. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the rotor of the imaging system would not move, resulting in the reported issue. However, the site has not confirmed the replacement of the suspect rotor.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system was unable to perform 3d image acquisitions. It was reported that a noise emitted from the gantry when in motion. The imaging system was able to perform 2d fluoro image acquisitions. There was no patient present when this issue was identified. No additional information was provided.